Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(4). A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient presented to the emergency department due to epistaxis. The patient had approximately 15 minutes of bleeding from right nare which was controlled easily with direct pressure. Several hours later, the patient also had large episode of hematemesis. The account reported no nose bleed but labs were taken including hemoglobin (hgb) and international normalized ratio (inr). According to the account, labs were within normal range and the patient was discharged. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists bleeding as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23aug2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had bilateral bleeding from nares. The patient denies trauma or falling and stated that bleeding resolved after nose was sprayed in the waiting room likely with afrin. The patient was placed on warfarin and discharged after two days. Start date was reported (B)(6) 2022 and resolved without sequelae on (B)(6) 2022.